Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately displayed an "attach pads" message and the multifunction cable on the device had an intermittent connection which resulted in the loss of ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.